Event description:
Boston scientific received information that this device displayed out of range shocking impedances. A save to disk was sent for review to technical services. The right ventricular lead is a competitor lead. No adverse patient effects were reported.

Manufacturer narrative:
A review of the data disk by technical services and engineering confirmed the recorded out of range shock values are just above the 125 ohms limit. In addition, engineering analysis was able to retrieve the out of range shocking impedances and according to these values, it is quite obvious that the shock impedance for that tachy lead implanted in this patient is high and sometimes just higher the upper limit that triggers a warning clinical event. However, no acute huge increase is seen. Technical services discussed that the implanted lead is a single coil (competitor lead) and as the impedance seems to be quite high since implantation. Technical services also discussed possible indication for the reported observation, and suggested a thorough evaluation of the lead-device system to determine a potential root cause. Technical services pointed out that "out of range" measurements may be related either to a lead issue, a connection issue or to the shock impedance test methodology used with high inherent shocking impedance lead. To date there has been no additional testing or follow ups when it comes to this device. The device remains implanted.

Manufacturer narrative:
Upon additional information this investigation will be updated.